Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an implantation of an alizea dr this morning at the hospital privé des peupliers, it seems that the pm did not stimulate on the ventricular canal. The pacemaker has not been implanted and is available for investigation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implantation of an alizea dr this morning at the (B)(6) hôpital, it seems that the pm did not stimulate on the ventricular canal. The pacemaker has not been implanted.